Event description:
This is report 1 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient required hospitalization. The cause, treatment and outcome of the report are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13k02025. There were no deviations found related to this reported condition during the manufacture of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).